Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) channel. The physician suspects the root cause is related to lead insulation damage, and they have decided not to perform any programming changes at this time. Of note, the ra lead is not a boston scientific product. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) channel. The physician suspects the root cause is related to lead insulation damage, and they have decided not to perform any programming changes at this time. Of note, the ra lead is not a boston scientific product. No adverse patient effects were reported. The device remains in service.